Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was done. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("severe abdominal and dyspareunia\dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), pelvic pain ("pelvic pain") and back pain ("back pain"). The patient was treated with surgery (a hysterectomy with removal of the essure). Essure was removed in (B)(6)2011. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia and dyspareunia had not resolved and the anxiety, depression, pelvic pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Because of the requirement to undergo salpingectomy with removal of the essure devices she has been left with serious injuries. Received treatment for pain-pelvic/ abdominal, back ,dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: results: unknown. Confirmation test not specified.. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events- pelvic pain, back pain were added. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("severe abdominal and dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (a hysterectomy with removal of the essure). Essure was removed in (B)(6). At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, dysmenorrhoea, menorrhagia and dyspareunia had not resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Because of the requirement to undergo salpingectomy with removal of the essure devices she has been left with serious injuries. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.